Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator had a black display. It vas reported that the ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Additional information was received. The customer reported that when the ventilator was unplugged from the alternating current (ac) the ventilator shutdown. It did not switch to battery operation. The field service engineer (fse) evaluated the device and found a code in the diagnostic log that the ventilator alarmed indicating the battery voltage was low. The fse was unable to duplicate the reported problem. The ventilator passed all test and operated within the manufacturing specifications. The product meets specifications. This is believed to be a user induced issue. No part was replaced.